Event description:
It was reported to covidien that the unit had a blank display. Covidien technician found that the unit had segments missing in the display. There was no pt involvement.

Manufacturer narrative:
Covidien service ctr replaced the front pcb and main board. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.